Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, an opening, brown particles in the fill channel, and white particles in the shell. Leak test and microscopic analysis was performed which identified: a sharp opening on plug strap bond edge and crack valve. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp opening on plug strap bond edge (anterior) assessed as an unidentified (tear) opening, and a cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.